Manufacturer narrative:
The clinical complaint has been adequately investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no clinical complaint has been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event was provided to the clinic along with the letter indicating approved areas for injection for revanesse lips+ product: "the following is a clinical opinion based on the information and photos provided by clinic; on (B)(6) 2022 a patient had 1.2 mls of revanesse lips + ( lidocaine) injected after the application topically of 20% betaine, 10% lidocaine and 10% tetracaine. The after photos showed an anatomically over filled lip with taught lip epithelium. There were no adverse events at the time of injection. Some time later ( dates were not provided) the patient reported vesicles on her lips that according to the nurse injector looked like " fever blisters". The photos provided show a classic case of herpes vesicle from a reactivation of cold sores. At some point ( timeline not provided) the patient received an im injection of kenalog 40 mg ( medium potency steroid) mixed with dexamethasone 4 mg ( high potency steroid). Steroids are contraindicated in herpes infections because they suppress the immune systems response and therefore prolong the herpetic recurrence. There is no history of a physician or medical director being involved in this patients care. My clinical opinion is that this is a case of reactivation of herpes labialis ( cold sores) which was exacerbated by the im administration of potent steroids. I trust this clinical opinion will be of value to all parties concerned."

Event description:
Based on the information provided, the patient was injected with 1.2 ml of revanesse lips+ (with lidocaine) into the lips area of the patient on (B)(6) 2022. Patient is 23 year old female. Date of birth is 25 may 1999. According to the nurse, the patient reached out to the clinic on (B)(6) 2022 experiencing little itchy bumps on upper and lower lip. History of cold sores. Outer lips feeling tight. Patient was instructed to take claritin, xyzal or zyrtec and benadryl at bedtime. Patient was told to keep moisturised. There was a call with a patient on (B)(6) 2022, it was reported to not be itchy but painful and appears to have a vesicle similar to fever blister. Called in valacyclovir and the patient will be reassessed when the patient is back. Patient had 0.5 ml rha dermal filler. Patient was given cold compress as well. On (B)(6) 2022, the patient followed up and presented with concerns of "sores" that she characterised as painful. No blanching present. Patient was instructed to take ibuprofen 600 mg or aleve 225 mg 2 twice daily for pain and inflammation, can also rotate every 3-4 hours with tylenol 1000 mg not to exceed 3000 mg per day. She stated she will probably not take anything. Patient was given kenalog 40 mg with dexamethasone 4 mg im for inflammation. Nurse used abreva to ulcerations and gargle with salt water. Improved just complaints of tenderness to ulcerations with brushing teeth and eating. Nurse was following up with the patient daily. Benzocaine, lidocaine, tetracaine (20/10/10) were used as topical anaesthetic. Treatment plan: zyrtec 10 mg, benadryl 50 mg qhs, valacyclovir 2000 mg qd x 1. Patient has no pre-existing risk factors reported. Not a first time lip filler. Previous treatment dated to (B)(6) 2022. No medical history reported. Patient has received covid vaccine; contracted covid in (B)(6) 2022. No allergies to dermal filler reported. Elevated fitzpatrick of 3, 4 reported. Current status of the patient: improved as of (B)(6) 2022